Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, she has noted parallel linear deep scratches with glistening densely aggregated around the scratches. Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add'l info. (B)(4).